Manufacturer narrative:
(B)(4). A non-covidien service provider replaced the battery and problem was resolved. Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that, while in use on a patient, the ht70 ventilator generated a backup battery failure alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.